Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litgation received. In addition to what was previously alleged, litigation alleges injury, pain, disfigurement, and emotional distress. The lawyer and law firm has been added. The revision hospital has been updated. Added patient harms.

Manufacturer narrative:
Pc(B)(4).this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal.

Event description:
After review of medical records the patient was revised due to pain, stiffness, heterotopic ossification, adverse local tissue reaction, trunnionosis, psuedotumor, persistent limp, limited range of motion and gait dysfunction.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant medical products: asr uni femoral impl size 55; adapter sleeves 12/14 +2; asr acetabular cups 62; summit duofix tap sz7 std off.

Event description:
Patient was revised to address suspected high metal ion levels, metallosis, and pseudotumor, also trunionosis documented. Surgeon removed depuy asr metal on metal hip and replaced it with modular pinnacle cup with ceramic on poly articulation. Doi: (B)(6) 2007; dor: (b)(46 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Pfs record received. In addition to what was previously alleged in the pfs, the patient had elevated inr, black staining tissues, mental and physical agonizing, depression, fear and anxiety. Post revision alleged hip pain, limited flexibility, limited range of motion, limited adl, leg strain, depression, anxiety and fear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical codes: appropriate term/ code not available (e2402) is used to capture blood heavy metal increased and injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
Pfs alleges inability to performed adl due to hip limitation, tension stress, leg length discrepancy, walking difficulty and sleep problem. Pfs also alleges that all injuries are continuing. In addition to what was previously reported in the medical records after review patient was revised to address walking difficulty. Doi: (B)(6) 2007. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.